Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 52 mg/dl. Glucagon and a temporary basal rate was set for 5 hours were used to return the bg to the target level. The contact reported that the low bg was due to the customer having a sore throat and did not consume the normal amount of carbohydrates. Tandem technical support advised the customer to discuss the event with a healthcare provider.